Event description:
It was reported that the pt can no longer hear with her device. Her audio processor fell on the ground some weeks ago. Afterwards, there was no hearing sensation anymore. A new audio processor did not help. Re-implantation surgery is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.